Manufacturer narrative:
Device used for treatment, not diagnosis. Patient dob & weight not provided for reporting. Other UDI: (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that to the drill bit broke during the surgery. No surgical delay is reported. The patient outcome is good. There was no patient harm but the surgery was prolonged about 30 minutes. All broken fragments were removed. The procedure was successfully completed. Complaint involves 1 part. This report is 1 of 1 for (B)(4).